Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The de novo target lesion was located in a shunt of the left forearm. A 5.0 x 40/40 sterling otw balloon catheter was advanced and inflated two times to 6 atms and 10 atms. During the third inflation, a balloon rupture occurred at 10 atms. The 5.0 x 40/40 sterling otw balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).